Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Reporter contact number was not provided. (B)(4) used to capture no patient involvement reported. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the instrument broke shortly after purchase. No patient involvement reported. This report is for one (1) 3.5mm hexagonal screwdriver shaft self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part number: 314.152, synthes lot number: 9904937: release to warehouse date: april 18, 2016. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection of the complaint device it can be seen that the part has signs of wear, furthermore the tip is worn down from use and on the distal end of the device there is some deformation visible. DHR review showed no issues. The hardness was tested by manufacturing and passed. A function test has shown that even with the deformation, the screwdriver is able to connect to a handle. The diameter and length were measured and passed. Because of the damage, the dimensions at the tip cannot be checked for dimensional accuracy. Based on these findings, the screwdriver isn't broken as reported, the complaint is rated as not confirmed. We classify this as normal wear and tear and such instruments must be replaced from time to time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.